Event description:
The device (cev114m) was returned to mxi service and repair. "Request for repair/scissors to sharpen."

Manufacturer narrative:
(B)(6). Evaluation of cev114m indicated that the scissor blades were blunt and the sheath was damaged. The blades were worn most likely as a result of use. The sheath was most likely damaged after impact. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).